Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that one of his infusion sets got kinked. Subsequently, the patient did not feel well, and someone took him to the hospital. When admitted to the hospital, his blood glucose levels were between 492 to 500 mg/dl, experienced diabetic ketoacidosis and had bent cannula. Reportedly, he was put on his pump back. He was being hospitalized for three days and was still in the hospital at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.